Manufacturer narrative:
Hydraulic hose assembly.

Event description:
It was reported by service report that the cot is leaking hydraulic fluid. It is unknown if there was patient involvement or if there are adverse consequences to report.